Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the ra lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured. There was rising impedance, rising and elevated threshold and noise. A lead replacement is planned. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.